Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
No UDI justification: this device was manufactured before the UDI requirements. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and the main board was recommended to be replaced to resolve the report. The customer declined the repair and the device was scrapped at zoll. Analysis for reports of this type has not identified an increase in trend.